Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 90% stenosed, 20mm in length, eccentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and severely calcified left anterior descending artery with a vessel diameter of 4.5mm. Following pre-dilatation with 4.5/15 non-boston scientific balloon catheter, a 20 x 4.50 rebel stent was advanced for treatment but was unable to cross the lesion. However, when the device was removed, the tip of the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.